Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an out of range shocking impedance measurement on a painless lead impedance test (plit). A commanded maximum energy shock was performed, and the impedance was normal, however within 30 minutes the plit shocking impedance was out of range again.